Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead connector was not fully seated in the implantable pulse generator (ipg). A pocket revision was completed in order to correct the connection issue. The lead and device remain in use. No patient complications have been reported as a result of this event.